Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and could not find the reported phenomenon. Then the subject device was transferred to omsc, omsc checked the subject device and could not find the reported phenomenon and there was no abnormality inside the channel such as scratch, kink and/or clogging of the foreign material. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure, the ointment applied to the patient adhered to inside the subject device. There was no report of patient injury associated with the event.